Event description:
Pt was scheduled for removal of bilateral breast implants. Upon doing the surgery the right breast implant was found to be ruptured. The left implant was intact. The explanting surgeon nor the pt knew the identification of the MFR. The explanting surgeon was different from the implanting surgeon. The implants and any surrounding tissue was sent to pathology for routine pathology with no abnormal findings being reported.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.